Manufacturer narrative:
Investigation found the power prongs on the power cord were damaged.

Event description:
It was reported the power cord was damaged, resulting in exposed bare wires and damaged power prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the power cord was damaged, resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.